Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections h3, h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, error codes b30 and b300 were attributed to worn-out connector socket and the detection bar getting stuck when inserting the scope. Additionally, there was a non-olympus lamp and peeling of the front panel; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a worn-out connector socket. Olympus will continue to monitor field performance for this device.

Event description:
An olympus evis exera iii xenon light source was originally returned with a paired cv-190 due to a reported b30 scope communication error. The error code was deemed to have originated with the cv-190, not the light source, so the light source was returned. After receiving the device, the customer then reported that the light source was displaying a b300 error code, and the connection was compromised. Reportedly, the plastic connector at the front is getting stuck while depressed to remove the scope. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. For details related to the cv-190 complaint, please see report with patient identifier (B)(6).

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted by olympus; though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.